Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32 x 3.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 6 to 8 on distal end of the stent were damaged. The remaining undamaged section of the crimped stent outer diameter (od) was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip revealed no issues. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 32 x 3.50mm promus premier¿ drug-eluting stent, it was noted that the stent struts were damaged. The device was not used inside the patient. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 32 x 3.50mm promus premier¿ drug-eluting stent, it was noted that the stent struts were damaged. The device was not used inside the patient. No patient complications were reported.